Event description:
During atherectomy of pts left anterior descending coronary artery, the acs guide wire being used with a short cutter became severed. Approx 2" of the wire was left in the distal artery. Removal with a retrieval catheter was unsuccessful. Recovery was accomplished by surgery.